Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer stated that she was hospitalized with a blood glucose reading of 505 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump alarmed no delivery prior to the event. During troubleshooting, the insulin pump alarmed no delivery with an empty reservoir compartment. Nothing further was reported.